Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿ messages) was confirmed due to a defective q1 component on ECG "d" in the distribution node (dn). Q1 on ECG d was pulling down the belt discharge voltage, causing damage to q1 and v4 during troubleshooting. The root cause for the defective q1 could not be positively identified. There was no adverse event that resulted from the damaged belt.